Manufacturer narrative:
Analysis of programming history.

Event description:
During the review of a pt's diagnostic history, it was noticed that a system diagnostics test resulted in low output current. F/u with the treating nurse revealed the pt is doing well with vns therapy and the most current system diagnostics revealed the pt was getting therapy as intended as they were within normal limits. Further review of the pt's programming history indicated the event just happened one time during system diagnostics and was corrected once another system diagnostic test was performed. The reported event was captured under CAPA (B)(4), which determined that the root cause of the "programmed current is possibly not being delivered at specific level" warning message was an undetected communication interruption during the programming sequence. Breaks in communication between the handheld and generator can be caused by pt movement or rf interference. Analysis of the handheld software revealed that, due to a design flaw, it is possible for a communication disruption to prevent the generator from receiving the final command in the programming sequence without displaying an error on the handheld.